Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One 8.5f fast-cath introducer sheath was received for evaluation. The dilator was also returned. The sheath passed pressure and aspiration leak testing with no anomalies observed. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the damaged seal remains unknown.

Event description:
During an atrial fibrillation procedure, shortly after the sheath was inserted into the right atrium and prior to septal puncture and catheter insertion, air was aspirated through the side port during aspiration. Despite multiple attempts, the air could not be completely removed. The sheath was replaced, and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
UDI information (d4) and 510k (g3) are not provided within this report as this product (model g406986) is an ous configuration not available in the us and is therefore not referenced in the gudid database.